Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error. Customer blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing. Formatted history file confirmed pump errors due to software error.